Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during radiofrequency ablation (rfa) of a liver tumor performed on (B)(6), 2012. According to the complainant, during the 25-minute procedure performed at 180 watts, the angle of the electrode with respect to the patient's body was so extreme that it contacted the patient's skin near the puncture site. It was reported that "a lot of blood" was observed around the needle, and that the blood was hot. The physician suspected this to be the cause of a 3mm by 12mm burn that was observed on the patient's skin post procedure, described as "a very light red mark" near the puncture site. The procedure was completed with this device. The patient's condition was reported to be stable following the procedure.

Event description:
Corrections: energy was applied for a total of 23 minutes, not 25 minutes as initially reported. The appropriate algorithm for a 3.5cm electrode was utilized; 180 watts was the highest output achieved. It was confirmed that roll-off was achieved. A metal guide was not used during the procedure. The insulation was intact when the needle was removed from the patient. The physician classified the burn as superficial and treated it with antibiotics. The patient's current condition was reported to be "very good." Additional information: the complainant believed the burn to have been caused by the blood itself, not the electrode. It was reported that the presence of blood outside the body had been expected.

Event description:
It was reported to boston scientific corporation that a leveen needle electrode was used during radiofrequency ablation (rfa) of a liver tumor performed on (B)(6) 2012. According to the complainant, during the 25-minute procedure performed at 180 watts, the angle of the electrode with respect to the patient's body was so extreme that it contacted the patient's skin near the puncture site. It was reported that "a lot of blood" was observed around the needle, and that the blood was hot. The physician suspected this to be the cause of a 3mm by 12mm burn that was observed on the patient's skin post procedure, described as "a very light red mark" near the puncture site. The procedure was completed with this device. The patient's condition was reported to be stable following the procedure. Corrections: energy was applied for a total of 23 minutes, not 25 minutes as initially reported. The appropriate algorithm for a 3.5cm electrode was utilized; 180 watts was the highest output achieved. It was confirmed that roll-off was achieved. A metal guide was not used during the procedure. The insulation was intact when the needle was removed from the patient. The physician classified the burn as superficial and treated it with antibiotics. The patient's current condition was reported to be "very good." Additional information: the complainant believed the burn to have been caused by the blood itself, not the electrode. It was reported that the presence of blood outside the body had been expected.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual evaluation of the returned device found no defects, and the array could be extended and retracted without issue during functional testing. Electrical testing was also performed, which confirmed the device was able to conduct current properly. As the returned device could not be functionally evaluated with respect to patient burns while in use, the complaint could not be confirmed. However, the risk of burns is noted as a potential adverse event within the directions for use (dfu). The complaint is therefore attributed to a known physiological effect of the procedure. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.